Manufacturer narrative:
Two samples were received for quality evaluation. Visual inspection indicates that the lower pumping segment separated from the infusion set tubing. Further examination of the samples indicates that there is a lack of solvent on the bonding surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that there was a lack of solvent at the union location between the lower pumping segment and tubing. The root cause for the lack of solvent was an improper use and lack of external cleaning of the solvent dispenser. Cleaning of the solvent dispenser and retraining of the personnel was conducted in order to address the issue. Additionally, an update to the preventative maintenance schedule was conducted. A device history record review for material# 2420-0007 and lot# 25055175 was performed. The search showed that there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues the following information was received by the initial reporter with the following: it was reported by the customer that the tubing disconnected/fell apart from the safety clamp portion.